Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device (stt-gl-003/6619u), used with the complaint receiver device, was returned on (B)(4) 2014. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of a permanent out of range signal. The root cause was determined to be a defective transmitter. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. Dexcom technical support had the patient perform a reset and the reset was unsuccessful for reported issue. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).